Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, based on the reported information, the reported death appears not related to the device. The treatments appears to be related to the operational context of the procedure. The reported patient effects of angina and myocardial infarction are listed in the absolute pro vascular self-expanding stent system instructions for use are potential adverse effects (e.g., complications) that may be associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is unknown due to the part/lot number was not provided.

Event description:
It was reported that the procedure was performed to treat a lesion in the left superficial femoral artery (sfa) with moderate calcification. Three absolute pro self expanding stent system (sess) were successfully implanted; however, about 5 to 10 minutes after the procedure while angioseal was placed and holding pressure the patient developed severe chest pain and nausea. An electrocardiogram (EKG) confirmed that the patient experienced a cardiac arrest and stemi; therefore, cardiac catheterization was performed and the lad coronary artery was found to be completely blocked. A 2.5 or 3mm unspecified balloon was used to dilate the artery, cardiopulmonary resuscitation (CPR) was performed for 40 minutes and medication was given (epinephrine, adenosine, sodium bicarbonate);however, the patient expired. It was thought there may have been previous stenosis in the lad. The physician stated the absolute pro stents did not cause or contribute to the patient death. No additional information was provided.